Event description:
It was reported that during the implant procedure an atrial pin plug was inserted into the atrial port of the device due to patient history of atrial fibrillation. It was further reported that the implant detect did not complete and it was likely because there was no atrial lead connected and therefore a longevity estimate could not be calculated. It was recommended to manually complete the implant detect. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).